Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringes failed to contain blood or medication. The following information was provided by the initial reporter: ¿while switching syringes during a motor botox procedure, the bd 1ml syringe, lot#1138149, cracked the hub of the ambu neuroline inoject needle¿.

Event description:
It was reported that bd luer-lok¿ tip syringes failed to contain blood or medication. The following information was provided by the initial reporter: ¿while switching syringes during a motor botox procedure, the bd 1ml syringe, lot#1138149, cracked the hub of the ambu neuroline inoject needle¿.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ tip syringes failed to contain blood or medication. The following information was provided by the initial reporter: ¿while switching syringes during a motor botox procedure, the bd 1ml syringe, lot#1138149, cracked the hub of the ambu neuroline inoject needle¿.